Event description:
A malfunction alarm was reported by the customer, indicated by a specific malfunction code. There was no adverse impact on the customer¿s blood glucose level. Tandem technical support guided the customer on how to reset the pump, resolving the issue, and the customer was advised to continue using the pump and to contact support if the issue recurred.